Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure for 10 seconds, the balloon ruptured at the middle part. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.